Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the sheath introducer started to shred when putting in the patient. They opened a new one and it went in just fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The sheath contained obvious signs of use in the form of biological material. Visual examination revealed the sheath tip was bent, folded, and frayed. This damage is consistent with excessive force. The sheath body measured to be 2.81" which is within specification. The returned dilator was able to pass through the returned sheath with minimal resistance. The lot number was not provided; therefore a device history record review was performed based on the sales history of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of sheath damage was confirmed by complaint investigation. The returned sheath tip was frayed back, indicating excessive force caused the damage. A device history record review was performed based on sales history with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the sheath introducer started to shred when putting in the patient. They opened a new one and it went in just fine.